Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing was found kinked near the adapter during the venipuncture. The following information was provided by the initial reporter, translated from japanese: "according to the customer's report, upon venipuncture, a dent on the ext. Tubing at the site near the catheter adapter was found."

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing was found kinked near the adapter during the venipuncture. The following information was provided by the initial reporter, translated from japanese: "according to the customer's report, upon venipuncture, a dent on the ext. Tubing at the site near the catheter adapter was found."

Manufacturer narrative:
H6: investigation summary: bd received a miscellaneous syringe with extension tubing attached to the catheter adapter and 2 q-syte closed luer access systems from an unknown lot for evaluation. A review of the device history record could not be performed as the reported lot was unknown and could not be identified from the returned assembly. Our quality engineer visually inspected the returned assembly and observed media inside of the extension tubing indicating signs of use. Further inspection revealed that the extension tubing had a kink near the catheter adapter. Next, microscopic evaluation was performed on the assembly but no other defects on the tubing nor stress marks near the dent site were identified. Next, a leak test was performed and no leakage was observed. Finally, the clamp present on the tubing was brought up to the kink and engaged. It was observed that the dent was a result of a premature clamp activation. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. Unfortunately, since the device appeared to have been used the engineer was unable to determine a definitive root cause as this type of defect can occur prior to use or during use.